Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, intermittent noise was noted on the atrial lead. The device was reprogrammed to use ventricular discriminators only but automatic mode switch episodes were still noted due to the noise. The physician decided to monitor the lead and not take any action. The patient is in stable condition.